Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is attached. The glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output window. In addition, analysis identified the fiber is broken at 1.5 cm from distal tip, between the distal tip and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The bevel edge is not aligned with red octagonal sign. The heat shrink tubing open end exhibits signs of melting. Based on the observed fiber break, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken at 1.5 cm from distal tip and control knob. There was no patient injury reported.